Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves, but no significant deformations or damage were determined. Permeability test: a permeability test has shown that the m.blue has a blockage. Computer controlled test: because the valve is not permeable, a computer controlled test is not possible. Adjustment test: the m.blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, deposits were found inside. To make the deposits in the valve more visible, they were colored using a staining solution. Results: based on our investigation results, we can determine a blockage in the valve. The determined deposits can be named as the cause for the blockage. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue (#fx802t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the valve showed an under-drainage. The patient underwent a revision procedure performed on (B)(6) 2023. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 3 years. Gender: female.